Event description:
The account stated that the axsym analyzer has generated discrepant vancomycin results on 5 patient samples. For patient #5, the initial result was 0.2 mg/l, the retest result was 9.3 mg/l. The qc was within range. The account has decided to send out their samples to a reference lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had a valve explanted. Through follow up with the health care provider (via fax), additional information and three operative reports was received. No additional information regarding the death was provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 99.7 months, due to unknown reasons.